Manufacturer narrative:
Bed located in bio med. Found the CPR will not lower the head section. Replaced the CPR valve to resolve this issue. Bed back in service.

Event description:
Staff alleged that the CPR will not lower the head section. There was no reported injury or incident.